Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with via remote transmission with a shock delivered by the implantable cardioverter defibrillator. Upon review, the inappropriate therapy was delivered due to supraventricular tachycardia that reached the ventricular fibrillation zone. Programming changes were discussed. No further information was provided.